Manufacturer narrative:
The investigation for sterile sleeve damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12128: f6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the sterile sleeve was ripped from the hub during impella repositioning. The catheter was cleaned with chloraprep and tegaderms were used to reinforce.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.